Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination at the downstream occlusion (dso) sensor and latch/lock area. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. The main board, dso sensor, and flex sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.